Manufacturer narrative:
(B)(4). The device has been requested but not received. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the customer: blood leakage found at the bottom of the centrifugal pump. Product was exchanged during patient treatment. (B)(4).

Manufacturer narrative:
The affected product was investigated in the manufacturer laboratory. An hls module advanced 7.0 was sent back in a red bin. The bin was not properly closed in the clinic. The blood ran out and twisted in the box. The visual inspection revealed cracks in the housing of the rotor. Module was cleaned several times with sodium hypochlorite. Leak test performed. Due to the cracks on the housing of the rotor, the leak is so strong that the pressure could not be built up. No further damage or abnormalities could be detected. Conclusion: a leak can be confirmed. Leak test performed. Due to the cracks on the housing of the rotor, the leakage is so strong that the pressure is not could be built. Thus the failure could be confirmed. The probable root cause for the failure could be the detected cracks. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error.

Event description:
(B)(4).